Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole at the markerband. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-oct-2017. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the proximal left anterior descending(lad) artery. A 1.2 mm x 12 mm threader balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.